Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -10.50/2.5/070 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Lens rotation not associated to a low vault was observed, the lens was removed and exchanged for a spherical lens on (B)(6) 2019. This resolved the problem.